Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ventral hernia repair, when the surgeon inserted the laparoscopic instruments, the membrane broke and leaked. Another device was used to resolve the issue in order to complete the case. No patient injury.